Event description:
It was reported that a malfunction alarm occurred with the pump, displaying a malfunction code of 12. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer was assisted in resetting the pump, but the malfunction persisted, leading technical support to decide on replacing the pump. The customer planned to use multiple daily injections (mdi) as a backup insulin therapy. Additionally, the customer was instructed to put the pump into storage mode before returning it and understood the procedures for returning the faulty pump with a prepaid label within 10 days.